Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported, the customer had an unexpected restart alarm on their insulin pump. Customer also reported resetting their insulin pump and their time and date also had to be reset. The customer's blood glucose was 300 mg/dl. The customer also reported multiple occurences of a signal too low alarm and unexpected restart alarm. The customer was advised their insulin pump will be replaced. No additional information provided.